Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: evaluation revealed a dim display with discolored text. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 18-apr-2018.